Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The nurse stated that a disconnection occurred between the minicap transfer set and the titanium adaptor. The patient had the transfer set since (B)(6) 2012. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a connection issue was not confirmed and the root cause could not be identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.